Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug is fully seated. Removed sensor plug assembly, no failure mode was observed. No product deficiency was identified. Extended investigation has also been performed. A visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4 days of wearing the sensor, he experienced symptoms described as itching and swelling. Customer had contact with a doctor who prescribed gentalyn beta (betamethasone) ointment for treatment of the sensor site. There was no report of death or permanent injury associated with this event.